Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted they got a non-recoverable error 64 (unable to enable pump power - control processor). Explained they could turn device off/on. If alarm persists device will need to go to biomed.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted they got a non-recoverable error 64 (unable to enable pump power - control processor). Explained they could turn device off/on. If alarm persists device will need to go to biomed.